Event description:
It was reported that seven weeks post implantable cardioverter defibrillator (ICD) system implant, the patient experienced an infect ion. The ICD system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.